Event description:
I had the essure device placed in 2010. Since then I have experienced many side effects. I used to have no cramping in my body, now I have pain that shoots down my right leg and up my back. I no longer bleed with my cycle in a healthy manner. I sit on the toilet and huge clots of blood fall from my body. I am no longer able to wear any sort of metal jewelry whether pure gold or not my skin turns green. A month ago, I was unable to stand for approx. 18 hours due to pain in my uterus after intercourse. I went to the doctor. They are unable, after an ultrasound, to locate the right coil, but the left one has migrated and implanted itself into my uterus. I bled for 3 weeks after having the procedure done. The doctor who did it told me that it was fine. In (B)(6) they are recommending a hysterectomy to remove my uterus before more damage is done to my body. I will be meeting with an ob surgeon on the (B)(6).